Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): pt got infective endophthalmitis following treatment with lucentis. Importer reference number 2523676-2014-00365. .

Manufacturer narrative:
(B)(4).this report has been identified as b. Braun (B)(4). No sample has been returned for investigation. Omnifix is part of an application kit for lucentis, provided by (B)(4). Declared that the reported info was only provided to b. Braun for informational purposes. The majority of adverse reactions reported following administration of lucentis are related to the intravitreal injection procedure (lucentis smpc). Clinical studies with lucentis have shown, that there is a causal relation between the drug ranibizumab and endophthalmitis. The relevant batch review for omnifix is uneventful and does not indicate a link between the medical device omnifix 1 ml and endophthalmitis.